Event description:
The central monitoring unit (cmu) informed the administrative nurse manager (anm) of multiple telemetry failures (16), as well as paging the on-call biomed tech. The anm determined which patients were having arrhythmias on affected nursing units and contacted respective nurses to execute downtime procedure (utilize free-standing monitors with audible alarms on vulnerable patients, with continuous rounding for assessments).

Event description:
Caller reported accu-chek system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, 373 mg/dl, and 187 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.